Manufacturer narrative:
The end-user reported that this incident occurred as they were descending down wheelchair ramp. Upon reaching the bottom of the ramp and transitioning to level surface, the device reportedly tipped forward causing the footplate to contact the ground and bend upwards. This upwards motion reportedly cased the end-users foot to flex beyond normal motion resulting in fractures to bones in their right foot. The device was evaluated by service provider and found to be fully operational with no evidence any malfunctions having occurred. Reports provided indicate the family nor end-user made any claims or allegations the device deviated or malfunctioned in any way to have caused this reported event. Inquiries were made as to the location of the ramp and the angle of degree to which it was reported the family was less than forthcoming to provide that information. With the information provided, permobil is unable to establish a root cause for this event. In efforts to mitigate any reoccurrence, front support wheels were ordered by the provider to install on to the device. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report claiming as client was driving down a ramp, the wheelchair tipped forward causing the footplate to contact the ground and bend upwards. Report claims the end-user was injured requiring medical intervention.